Manufacturer narrative:
Additional information was received on december 27, 2021. In addition to the left sided rupture reported initially, the patient also experienced bilateral and the concern that these symptoms were the result of breast implant illness. This report relates to the left prosthesis. See 1645337-2022-00671 for contralateral prosthesis report. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. In addition, scar tissue was noted at the picture. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 455cc mentor memorygel breast implant experienced left sided rupture accompanied by pain post procedure. As a result, explant without replacement was performed on (B)(6) 2021.